Manufacturer narrative:
The unit was programmed and monitored for five days with no blank display or unexpected restart alarm noted. The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, unexpected restart error test and self test. All operating currents are within specification. There was no off no power alarm functions properly. The unit had cracked battery tube threads, reservoir tube and reservoir tube lip. There was no damage noted original battery cap (p) or on c13 isolation tape on lcd/b.

Event description:
It was reported that the insulin pump had a blank display. Customer's blood glucose was 224 mg/dl. Troubleshooting was done. It was found that the insulin pump alarmed unexpected restart after battery changed. Customer reported that there were cracks around the battery compartment. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.